Event description:
It was reported that the patient felt a burning sensation when he had bowel movements. This pain started about 5 to 6 days prior to report and had occurred with and without stimulation. It was noted that the patient's device was implanted for constipation and urinary issues. The patient had been reprogrammed the week prior to report and felt stimulation in the anal area. He later changed programs to one which provides stimulation to the right side of the tailbone. It was stated that this program seemed to be "comfortable." It was also noted that hemorrhoids were ruled out as a source of the pain. About one month later, it was stated that the patient's therapy had not worked as he expected based on his trial results and what he had been promised by his physician. It was also stated that the physician told the patient that he knew "nothing about the device." It was reported that the patient had a 75% reduction of symptoms during his trial and was told the implant would be for both urinary and bowel. He later was told that the implant would only be for urinary. It was noted that movement was causing changes in stimulation. It was also reported that the patient had concerns about whether his leads were causing an electrolysis reaction that would lead to build up. It was stated that when the patient's problems started, he visited a urinary hospital where he was reprogrammed, but they lacked the same "computer" as the medtronic representatives as they "couldn't see the same things." The patient was scheduled for an appointment with his physician on (B)(6) 2012. It was also stated that the patient's device was "working somehow" and he didn't have any bladder spasms for a two week period, but still wasn't satisfied with the results. It was reported that the patient was experiencing urine collecting in his testicles, but it hadn't been confirmed by a physician. The patient also sometimes felt like he was being electrocuted which would cause him do turn down or adjust his device or shut it off completely. It was also noted that the patient had concerns whether it was possible that the lead may not have been connected. The next day, it was reported that the patient felt "sharp needles" when using program 2 for his stimulator. Program 1 still felt like "needles," however, it was "not what it used to be." Program 3 and 4 were both stated to have supplied stimulation to the right side near the tail bone in the rectum. It was stated that the patient "noticed a change" on the day of report. It was also stated that when the patient stood up, he felt like "urine was pooling in his testicles," but he was reported as not having an infection. It was reported that the patient could not fully insert the catheter. It was indicated that there was no known accident or incident related to this complaint. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot # va01r0x, implanted: (B)(6) 2012, product type lead. (B)(4).